Event description:
Customer contacted haemonetics (B)(6) 2010 reporting a blood spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a spill within the machine. Issue caused damaged to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).